Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the control-iq algorithm suspended basal delivery and delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 40 mg/dl, and the meter bg reading was a level that was displayed as ¿high¿; however, a specific value was not provided. As a result of the basal suspension, customer's blood glucose (bg) level rose to over 400 mg/dl. Within "a time span of less than an hour" customer experienced an auto-bolus due to the cgm sensor reading being inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿high¿; however, a specific value was not provided, and the meter bg reading was around 40 mg/dl. Customer went to the emergency room (ER) and was treated with "nutrigrain bars" to address bg level. Customer was released from the ER the same day, on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.